Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture threshold and decreased sensing. On (B)(6) 2015, pre-operative fluoroscopy revealed the lead had dislodged. The lead could not be repositioned due to difficulty in extending the helix. The lead was explanted and replaced. The patient's condition was stable post procedure.